Event description:
It was reported that the insulin pump had a frozen display, and the buttons were unresponsive. It was stated that the battery was changed and the insulin was resting for five minutes. Troubleshooting was performed. The insulin pump started working, and there was no alarms during or after the buttons were pressed. Then the customer called back and stated that the issue occurred again, and it was much worse. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.